Manufacturer narrative:
Information not provided. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the unit was losing image and it was required to hold the paddle to obtain image. Tac mentioned that the socket required repair if the paddle was loose. The doctor was able to get image once the scope was held at a different angle however; the customer opted to get a cv-180 loaner to test prior to purchasing a new maj-1430. A follow up was made and the customer confirmed that the issue was resolved. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported the evis exera ii video system center is unable to display image due to a loose socket. The event occurred during an unknown diagnostic procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.